Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received for analysis. Machine: welding around the ports was inspected and it was found in good condition. It was reviewed if there was melting on the exit port that could affect its diameter but entrance port were in good condition. Exit and inlet tubes were verified on sample received, tubes was compared with other samples and had the correct length, in addition during manufacturing process tubes are cut using a fixed fixture to provide the appropriate dimension. The exit and inlet ports of sample provided for evaluation were also visually verified, it could be observed the cut of the tubes were even (straight) and the plugs fit correctly into the tubes. Therefore, is considered these machine factors do not contribute to the reported complaint defect. Material: incoming inspection records for the tubes used in the exit port of lots of the reported complaint were reviewed and no issue were recorded, all characteristics evaluated pass the acceptance criteria. Therefore, is considered this material factor does not contribute to the reported complaint defect. Man: during sample evaluation it was observed that the plug of exit port could not be removed. Therefore, it is potentially related with some residual adhesive dropped inside the exit port. Based on the present analysis, and condition of sample received it is determined that the reported complaint is confirmed to be potentially related to manufacturing process since during sample evaluation it was observed that the plug of exit port could not be removed. Therefore, it is potentially related with some residual adhesive dropped inside the exit port. CAPA was identified by the manufacturer to address the event reported. The necessary investigations and/or actions have been taken to address the issue. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Was suction achievable? No, the device was not used for the patient. Did the user needed a new reservoir to resolve the issue? Yes. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device will be shipped. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). There were no adverse consequences to the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2024 and reservoir was used. During the operation check, the lid of the discharge port after suction could not be off. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.